Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen cracked after the device was dropped during a supply change, and the pump was no longer functional and no longer watertight. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included replacement of the device, instructions to shut down the damaged unit to avoid further alerts, guidance that data would not transfer to the replacement, and continued use of cgm through the dexcom app or receiver. Investigation included collection of event details and coordination for device return and replacement logistics. Investigation of this device revealed physical damage to the touchscreen consistent with accidental impact, resulting in loss of function and compromised enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.